Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimate date. Date of occurrence was reported to have been "(B)(6) 2011". The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the anterior cuff was attached to the needle tip with the link and posterior cuff. The complete suture with the posterior needle tip was returned undamaged and pulled distally out of the device. The posterior needle tip was examined and there was no damage or witness marks detected to indicate if the foot was struck, a cuff capture or needle detachment. Both ends of the foot were examined and there were no needle strike marks detected. The posterior cuff however, was observed to be damaged. The findings indicate that the needle had deflected. The cuff tabs were found to be bent from being struck on its side and not inside the cuff. These finding are consistent with and confirm the reported needle to cuff miss. During testing the returned plunger was inserted and the needle trajectory, depth and mandrel travel were acceptable. The needle trajectory of each device is inspected during manufacturing. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot, against the arterial wall. A review of the finished device lot history records did not reveal any nonconforming material records for this lot related to this complaint. Additionally, a query of the complaint-handling database was performed and there has been no other previous incidents reported for needle to cuff miss for this lot. Based on the investigation findings, and inspection criteria the cuff miss experienced during the procedure appears to be related to the operational context. There was no manufacturing or quality inspection deficiency detected.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the plunger was retracted after deployment, no sutures were retrieved. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.